Manufacturer narrative:
Submit date: 6/7/2016 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states when they pull back the plunger they notice an air leak where the tubing was hooked up to the needle. Customer is questioning if there is a problem with the luer.

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were (B)(4) samples (unused, unopened) returned with this complaint. All samples were given a leak test per procedure. This procedure tests for water, air, and vacuum leaks of the cannula to hub and hub to luer interfaces. All samples passed the testing requirements. The reported condition is not confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. Sample evaluation indicates that measurement, machine and material are not likely root causes. The most likely root cause for the observed air leaks is unique to the usage, methods, or equipment employed in the customer¿s process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are physically evaluated for leaks and gaged for luer dimensions. The lot met all defined acceptance requirements and was released. Based on the investigation findings and the information available, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.